Manufacturer narrative:
Upon further investigation (B)(4) it was determined that damage was caused during analysis. Afc updated from s217850 to s10115. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: additional analysis information of the implantable neurostimulator (ins) revealed the e0 ribbon on the returned ins experienced fatigue fracture on the hybrid side connection at the edge of the fz of the weld. It is possible that larger grains in the weld lowered the fatigue life of the ribbon. It is likely that ultrasonic cleaning during the decontamination process played a significant role in the failure of an already susceptible component. The root cause of failure was not determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) identified that the wire bonds were broken between the hybrid circuit board and the battery terminals internal to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the caller was with a patient for an ins implant procedure and the caller knew that when the patient 'woke up' from their procedure on (B)(6), their stim was under 2.0ma and they were feeling stimulation at that time though caller noted the patient was a little groggy. The caller notes that two days later the patient had a lack stim sensation. The caller notes the patient was in the managing doctor's office today for follow up and reported not being able to feel stim until it was turned up to ~6.0ma. The caller stated an impedance test was done today and all the contacts were good. Agent reviewed checking the actual values of the impedances, comparing against impedance values from day of procedure and considering imaging of the lead. Additional information was received from a manufacturer representative (rep). The rep reported that the device was not felt on any program or with any amount of stimulation. The system was replaced and the new device works great.